Event description:
This ra lead was implanted on (B)(6) 2006 and remains implanted at this time. A call made to technical services on (B)(6) 2016 noted that there was a far field in the atrial channel. The physician was dr. (B)(6) at (B)(6) hospital - (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).